Event description:
After receiving treatment to alter patellar (kneecap) positioning, pt experienced skin loss when anchor fix underwrap (adhesive fabric tape) was removed. Physicial therapist noticed significan skin loss, leaving a 4cm diameter wound on the median and lateral side of both knees. The wound was weeping and looked almost like a chemical burn. Pt treated for irritation and skin loss by a nurse elsewhere. Upon examination by the physical therapist, it was determined that wound wasn't something that needed to be treated. Anchor fix underwrap was left on for 1 1/2 days. Patient has removed underwrap personnally. Patient was seen by two physiscal therapist. "Physical therapist noticed that the first few layers of epidermis was removed, leaving a 3" x 2" layers of epidermis was removed, leaving a 3" x 2" wound on the lateral side of both knees. Pt was told to leave anchor fix underwrap on during day and take off in the evening.